Manufacturer narrative:
Patient city: (B)(6). Patient country: italy. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that the patient was hospitalized for more than 24 hours on (B)(6) 2026 due to hyperglycemia and treated with insulin injections, and also reported that the infusion set tape not sticked at site. No further information available.